Manufacturer narrative:
The reference(B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the patient was dissatisfied with their refractive outcome. "Deviation from target refraction" and "reduced vision" are listed in the "adverse events" section of the rayone IFU. The patient elected to undergo an additional surgery to explant and exchange the lens. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. There are many factors which may influence the post-operative outcome of the patient including but not limited to; incomplete removal of ovd following iol implantation (capsular block/capsular bag distension syndrome), dry eye during biometry measurement, incorrect product selection, aniseikonia combined with unsuitable lens power selection, wrong lens power caused by incorrect biometry readings/calculations (e.g., previous lasik procedure), incorrect power selection (not using optimised a constants may be a contributory factor in this scenario - surgeons must always expect to personalise their own constants based on initial patient outcomes, with further personalisation as the number of eyes increases.), posterior synechiae, irregular capsular bag contraction, patient medical history (e.g., glaucoma, pseudoexfoliation syndrome), lens decentration or dislocation, incorrect or unstable fixation within the capsular bag, post-operative rotation of the lens, lens does not fit anatomy of the eye (e.g., too large or too small), capsulorhexis diameter too large and induced surgical astigmatism. There is a period of adaptation with any intraocular lens implant referred to as neuroadaptation. Rayner has previously been advised by its medical consultants that this process can take up to six months to achieve in some patients and that some patients (approx. 3-5%) are just never able to adapt to the functional style of the lens. Our review of production records for the rayone galaxy rao605g batch 085277158 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy rao605g batch 085277158. The root cause of the patient's dissatisfaction with their post-operative refractive outcome cannot be established from the available information.

Event description:
On 1st may 2026, rayner received notification from its distributor in taiwan of an event that occurred following implantation of a rayone galaxy rao605g. The event description provided states that post-operatively the patient was dissatisfied with their refractive outcome and elected to undergo an additional surgery to explant and exchange the lens.